Manufacturer narrative:
B3: the event date is approximate. G3: the complaint was received from a consumer in poland. Device was not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event. The case is being conservatively reported as the allegation related to a burned/melted charger and smoke would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur.

Event description:
It was reported that a philips sonicare 2100 series powered toothbrush charger caught fire and produced smoke while charging. Consumer confirmed that no injury occurred related to the reported event. Device was not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event.